Event description:
The ventilator was connected to a pt. The customer reports that the ventilator stopped cycling and smelled of smoke. There was no pt injury. The fse isolated the reported problem to the pc1618. The ventilator did alarm however, the alarms were unknown.